Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent migration. The device was not returned; therefore, a technical analysis could not be performed. A labelling review cannot be performed for the specific upn or lot number as these details are unknown. A review of the dfu for the product family identified, i.e. ¿wallflex enteral stent¿ was completed and the events described by the customer (migrated and death) are anticipated adverse events listed in the dfu. Based on the information provided, there was no evidence that the device was used in a manner inconsistent with the labelled indications. The investigation concluded that this complaint is due to a known physiological effect of the procedure noted within the directions for use (dfu). This complaint relates to a product which meets specification. Therefore, the most probable root cause classification for the reported failure is anticipated procedural complication. A review of the manufacturing documentation could not be performed as the batch number is unknown.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the rectum during a stent placement procedure performed on an unknown date. Reportedly, the stent was implanted as a palliative treatment. No issues were noted during stent implantation. Approximately, 11 days after stent implantation, it was reported that the stent migrated. The physician removed the stent from the patient. Reportedly, a month after stent implantation, the patient died. In the physician¿s assessment, the cause of death was due to aggravation of primary disease. According to the physician, there was no relationship between the patient¿s death and the stent.